Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable post procedure.